Event description:
On (B)(6), 2012, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging he had symptoms of shivering and went unconscious at 6 am. Reportedly, tested on the onetouch select simple meter and obtained a reportedly inaccurate high reading of "168 mg/dl." Within 10-15 minutes, the patient was transported to the hospital where he was tested at 30 mg/dl. The patient received medical intervention with a glucose injection and indicated he felt better soon after. The patient felt that the alleged inaccuracy issue did not allow them to identify a hypoglycemic episode to take the necessary action at the time of concern. During troubleshooting, the patient noted the reading comparison was taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. This complaint is being reported due to the alleged inaccurate issue and because the patient allegedly required medical intervention for a blood glucose reading of 30 mg/dl while the patient utilized the lfs product to manage his diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6).